Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during the removal of the guide wire from the catheter inserted into the right interal jugular vein, the guide wire broke at the distal end and remained in the vessel". The device was removed in the operating room. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided nine photos for analysis. The complaint of a separate guidewire was able to be confirmed by the photos. The distal weld was not pictured. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. Warning: do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during the removal of the guide wire from the catheter inserted into the right interal jugular vein, the guide wire broke at the distal end and remained in the vessel". The device was removed in the operating room. The patient's current condition is reported as "fine".